Manufacturer narrative:
Concomitant medical products and therapy dates: model 3186, scs lead; therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report number: 3006705815-2019-01672. It was reported that the patient was experiencing ineffective stimulation. Lead migration was confirmed via x-rays. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.